Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coronary artery stenting treatment procedure, the stent could not cross the lesion. The 80% stenosed target lesion was located in the severely calcified right coronary artery (rca). The physician failed to cross a 3.00x16mm taxus liberte stent to the target lesion. The procedure was completed with another same stent. There was no patient complications reported and the patient condition was stable. However, the returned device revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned attached to a guide catheter along with a hemostatic valve. Examination of the returned device revealed the stent is crushed up against the guide catheter and is covered in blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the lesion was severely calcified which is contraindicated in the directions for use (dfu). (B)(4).